Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: the customer reports that when trying to apply the product, the liquid (product) leaked through the crack located on the side of the syringe. Reports that made the sale of the drug and when the consumer was performing the application, during the application, the it was noticed the syringe was cracked, lost the product and did not perform the application. Additional information: there was no report of damage to the patient/health professional. There was no report of exposure of drug to the skin or mucous.